Manufacturer narrative:
(B)(4). Date returned to manufacturer. Therapy date: unknown. Concomitant: tfna helical blade 90mm (part#: 04.038.290 , lot#: 9888461, quantity 1); unknown distal locking screw (part#: unknown, lot#: unknown, quantity 1) the nail broke postoperatively requiring revision surgery. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. DHR review for part # 04.037.159s, synthes lot # 9928118, release to warehouse date: 19-oct-2015 , expiration date: 30-sep-2025 , manufactured by: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) revision surgery was performed on (B)(6) 2017 after post-operative x-rays on an unknown date revealed a broken nail and nonunion. The 11mm x 3 nail was broke at the intersection of the helical blade. All hardware including the broken nail, intact helical blade and intact distal locking screw were successfully removed without complications. The patient was revised to a trochanteric fixation nail advanced (tfna) long. The procedure was successfully completed with no surgical delay. Patient outcome is stable. Patient was initially implanted with the hardware on an unknown date. This complaint involves 1 device. Concomitant: tfna helical blade 90mm (part#: 04.038.290 , lot#: 9888461, quantity: 1); unknown distal locking screw (part#: unknown, lot#: unknown, quantity: 1) this report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). A product development investigation was performed. The tfna helical blade (part #: 04.038.290, lot #: 9888461, qty 1) was returned as a concomitant device without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. The 04.037.159s, lot number 9928118, tfna nail was returned broken in two pieces. This complaint condition is confirmed. The nail broke in two pieces at the helical blade insertion hole. It is an oblique fracture and the proximal fragment of the nail (with locking mechanism) measures approximately 49.3 mm. The balance of the implant shows signed of being implanted/explanted. A visual inspection, DHR (device history record) review and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned tfna nail is already broken. The 04.037.159 tfna long nail is an implant intended for treatment of fractures of the femur. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Although a definitive root cause could not be determined, this complaint condition is likely caused by a non-union at the hardware fracture site. When there is insufficient reduction or healing is delayed, there are increased loads the implant must withstand, that would normally be supported by the bone, which could eventually cause it to break due to material fatigue. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.